Event description:
It was reported that during the procedure, the subject coil encountered strong resistance at the hub of the microcatheter. It was replaced with another coil, but resistance was also noted with this coil. The coil was replaced the third time but it still could not be advanced inside the catheter. Upon removal, the physician confirmed that the subject coil was prematurely deployed inside the microcatheter and was stretched at the proximal section. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. It was reported that during the procedure, the subject coil encountered strong resistance at the hub of the microcatheter. Upon removal, it was confirmed that the subject coil was prematurely deployed inside the microcatheter and was stretched at the proximal section. It was replaced with another coil, but resistance was also noted with this coil. The coil was replaced for the third time, but still it could not be advanced inside the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not performed because the product was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was friction or resistance while the coil was advancing the introducer sheath. The friction or resistance were felt at the hub. The devices were prepared for use as per the directions for use. The devices were confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the subject coil encountered strong resistance at the hub of the microcatheter. It was replaced with another coil, but resistance was also noted with this coil. The coil was replaced the third time but it still could not be advanced inside the catheter. Upon removal, the physician confirmed that the subject coil was prematurely deployed inside the microcatheter and was stretched at the proximal section. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. It was reported that during the procedure, the subject coil encountered strong resistance at the hub of the microcatheter. Upon removal, it was confirmed that the subject coil was prematurely deployed inside the microcatheter and was stretched at the proximal section. It was replaced with another coil, but resistance was also noted with this coil. The coil was replaced for the third time, but still it could not be advanced inside the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.